Event description:
The date of event is estimated. The surgeon reported: a patient underwent an abdominoplasty procedure in (B)(6) 2009 where quill srs 3-0 monoderm was used for closure of the intermediate layer. At two (2) months post-operative , the patient experienced a dehiscence and had to return to the operating room for secondary closure. Monoderm loses 62% of its strength after 7 days, and may not have been appropriate for this layer of tissue closure.

Manufacturer narrative:
As of the date of this report, the surgical specialties facility in (B)(6) has not received the complaint product for evaluation. Method: the device used in this procedure was not returned for evaluation. However, a device from the same lot of the actual device involved in incident was available from inventory and evaluated. Results/conclusion: the reserve samples were tested and met angiotech and (B)(6) requirements. Furthermore, this type of material may not have been appropriate for this type of closure which may have contributed to this event. Relevant portions of the device history record were reviewed. No pertinent findings were noted. Angiotech reference: (B)(4). Item # ya-1016qms, quill srs 3-0 monoderm.